Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced dizziness or lightheadedness. It was noted that noise and over-sensing was observed on the right ventricular (rv) lead. Programming changes to lower sensitivity and minimize over-sensing were made. The patient denied symptoms in a follow up call post programming changes. The rv lead was being monitored with future re-evaluation. The patient was stable.

Event description:
New information received notes the patient was dependent on the device for normal function. The patient presented at the operating room for a right ventricular (rv) lead extraction and replacement due to oversensing noise. The rv lead was explanted and replaced. No adverse reactions were noted prior to the extraction. The patient was stable.